Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached at the quick release. The site location was patient's back and the pump was located near the patient's back. Reportedly, the infusion had been in use for one day and the infusions were stored at home. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.